Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test, a21 alarm and self test. Device passed off no power test. No unexpected a21 and a17 alarm anomalies noted. Device received with cracked case at the display window corners, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed unexpected restart. The customer¿s blood glucose level was unknown. Customer went to change the battery, the insulin pump went blank and count down and then the screen went blank. The insulin pump also had external ram crc error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer stated that a temp basal was not programmed before the unexpected restart alarm occurred. Customer states the pump was stored or not in use for an extended period of time. The unexpected restart alarm occurred shortly after inserting new battery. The insulin pump passed displacement test. The customer reported crack near to up and down button. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.